Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging of having face swelling, runny eyes, choking, kidney and liver problems while using the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to sound abatement foam and became degraded and caused the patient to face swelling, runny eyes, choking, kidney and liver problems while using the device. The medical intervention that the patient received in response to the event is currently unknown. And pms concludes that the events was not related to the device. Pms results: the reported event that the patient had liver and kidney problems is assessed as serious injury but not related to the device as per dreamstation 1 hhe. On the other hand, the reported swollen face, runny nose, and feeling of being choked is assessed as non-serious injury. Hence, the device did not cause or contribute to the alleged serious injury. However, use of the recalled device could possibly cause or contribute to the reported non-serious symptoms. This may also possibly be related to user error associated with any of the following possibilities: improper humidification and/or tube temperature settings, improper mask fit/use, improper or inadequate treatment pressures, certain cleaning chemicals the patient might have used in the device and/or inadequate cleaning practices/frequency. Hence, further investigation is warranted to confirm any definitive causal relationship between the event and possible failure, malfunction, improper or inadequate design, manufacture, labeling, and/or user error per 21 cfr 803.3. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2022-79164-1 with incorrect sections b1, b2, h1, h6. Corrections to previous MDR are made in this report as follows. Section b1 was corrected to adverse event and product problem. (Only product problem was checked in previous MDR) section b2 was corrected to other serious or important medical events. (Previously it was blank). Section h1 was changed from malfunction to serious injury. Section h6- health impact code was updated.